Event description:
The customer reported that there were hgb blank shift error messages on multiple patient samples run on the dxh800. There was no death nor injury or change to patient treatment attributed to or connected to this event as there were no erroneous results reported of the laboratory.

Manufacturer narrative:
The field service engineer (fse) observed a problem with erratic hgb. He replaced and aligned the hgb chamber to resolve the issue. Upon recur of the failure mode identified; it is likely to cause erroneous hgb results due to optical failure. (B)(4).